Event description:
During an angioplasty surgery, the device was inserted into the lesion to be treated to be inflated and implanted. There was no resistance advancing the product to the lesion. The device was not torqued by the hub. The device was not advanced with the indeflator connected to the hub. There were no anomalies noted after the device was delivered to the lesion. Once inflated, though, the surgeon realized that it was not possible to properly fill with liquid of contrast as it was supposed to do. The hub was thus checked and it was noticed that there was a crack in the hub. The stent was not deployed in the vessel. The device was thus retrieved by pulling the device inside the guide catheter. There was no resistance met when withdrawing the device. A new device was used to carry out the procedure with no adverse pt consequences.

Manufacturer narrative:
The sterile lot number for the device is unk, therefore, a device history report review could not be conducted. Without the return of the device, the reported customer complaint of hub crack could not be confirmed but there have been similar reports received regarding this issue and they have been associated with the mfg process. An internal investigation has been opened to address this type of failure with the cypher select plus product line.